Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to explant of device for an unrelated procedure noise was observed on the ra lead with auto-mode switch and noise reversion. During procedure, physician visually inspected both ra and rv lead and ra lead showed lead insulation breach. Physician elected to use a lead repair kit to cover the breach on the ra lead and rv lead out of concern. Both ra and rv leads demonstrated no noise and normal impedance and sensing post implant of new device. Patient was stable post procedure and discharged the same day.